Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) lead was reprogrammed to different vector due to failure to capture and a slight jump in pace impedance measurement occurred. Technical services (ts) was consulted, discussed that it is expected to have a higher pacing impedance for the lv lead in the selected vector. This crt-d remains in service. No adverse patient effects were reported.